Event description:
It was reported that non-sustained episodes were noted via remote transmission. The patient was not reported to be symptomatic and no other anomalies were observed. Programming changes were recommended. Further information notes that the patient will return to the clinic for programming changes in july. The patient is stable and had no complaints.

Event description:
New information notes that the programming changes previously recommended were made. The patient condition was stable.